Event description:
The manufacturer received a report that a trilogy evo ventilator was returned for maintenance service. There were no reports or allegations of patient harm or injury. The device was not reported to be in patient use. The device was returned to a third-party service center for evaluation. The device log files were successfully downloaded and reviewed in full. Review of the logs identified a ¿vent service required¿ alarm, indicating that the device software detected a large pressure drop between the monitor and outlet pressure sensors. The blower assembly and machine flow sensor were reported to be contaminated with dirt and require replacement. Additionally, a debug error associated with transient sensor events was identified. The system printed circuit assembly (pca) requires replacement to correct the issue. As part of routine preventive maintenance, the air inlet foam filter, muffler, and particulate filter need to be replaced. The tubing fio2 and in-line filter were also found to be contaminated with dirt and require replacement. The detachable battery was recommended to be replaced by the customer, and the internal battery also requires replacement. In addition, the main housing and base assembly were found to be cracked and require replacement. The warning label requires replacement due to a change in the base assembly, and a preventive maintenance (pm) label will be added to the device. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation, a follow up/supplemental report will be completed.

Manufacturer narrative:
The reported failure of vent service required alarm indicating the device software detected a large pressure drop between the monitor and outlet pressure sensors is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.DHR review was performed for the complaint device serial number, (B)(6) review confirms that the device met the final acceptance criteria and was released for final distribution.